Event description:
The fe reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The coin cell batter was evaluated and replaced. The system was tested and found to be working as intended and returned to service.